Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels which ranged from 50 mg/dl to 300 mg/dl as customer disconnected from sensor. Customer declined to troubleshoot for high and low readings. The product was not returned for analysis.